Manufacturer narrative:
To date, the device remains implanted.

Event description:
Boston scientific received information that one day post implant of this device, the boston scientific sales representative could not get the auto capture to correctly identify loss of capture. Boston scientific technical services (ts) was consulted and suggested that it was due to after potential and trauma, and the inability to measure evoked response at that time. Ts suggested to try again at the discharge check. To date, the auto capture has not been turned on. No adverse patient effects have been reported.